Manufacturer narrative:
Device alarmed pump error after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, unit passed rewind test, basic occlusion test, occlusion test, compromised force sensor system, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed unexpected shutdown. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and resolved the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.